Manufacturer narrative:
Complaint no: (B)(4). After thirteen days of hospitalization, the patient was discharged. The patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient having poor hygiene. Peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with cefazolin (1 gram daily, route and duration not reported) and fortum (intraperitoneal, 1 gram daily, duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.